Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) misdiagnosed supraventricular tachycardia as ventricular tachycardia and inappropriately provided anti-tachycardia pacing. No intervention was performed. Patient was stable.